Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and replaced the exhalation valve assembly. Performed ovp (operational verification procedure) and performance check and all passed. All work accomplished per vela service manual. The unit is operational and meets OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator read no tidal volume while connected to a patient. Furthermore, there was no patient harm associated with the reported event.